Event description:
It was reported that the right ventricular (rv) lead was explanted due to dislodgement. It was noted that the lead was not capturing during a routine follow-up. The lead was replaced. No additional adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to dislodgement. It was noted that the lead was not capturing during a routine follow-up. The lead was replaced. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Additionally, the lead had passed the wire insertion test, indicating there was no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.